Event description:
It was reported to philips that the device would power off when the unit was unplugged. It was further noted by the customer that when the device was plugged in, the monitor would only work intermittently. There was no patient involvement.